Event description:
Reporter initially noted tuning failures with multiple handpieces. Follow-up with surgeon noted inability to phaco; weak aspiration. Changed out components; completed case using chop with aspiration. Pt had descemet's tear; iridectomy, and retained cortex. Prognosis reported as guarded. Cancelled subsequent cases.